Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on an unknown suture and suture was used. The product was used for vaginal cuff suture. When pulling out the needle after suturing, only the tip of the needle was grasped, and the needle tip was broken. The needle tip was very small and it could not be found in the abdominal cavity. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: does a piece of the needle remain in the patient¿s tissue? The needle tip could not be found in the abdominal cavity. What was the size of the needle used? 36mm. It is unknown if the needle fragment remains in the patient's body after the needle breakage. Although remaining needle in the body was confirmed by CT or x-ray examination, it was not possible to find the needle fragment. Thereafter, there was no problem in the patient's condition, and as of july 11, there has been no report of aggravation of the condition the following information was requested, but unavailable: can patient never have an MRI? Were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage as a result of searching for the needle piece? Are any plans in place to remove the needle piece in future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose what is current condition of the patient? Please provide the lot number. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.